Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00954. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. (B)(4). Approximate age of device- 1 day. Manufacturer's investigation conclusion: a direct correlation between hm3 lvas, and the reported event could not conclusively be established through this evaluation. The log files submitted by the account appeared to show the pump functioning as intended. Multiple requests for additional information were sent to the account. No further information was provided. The patient remains ongoing on heartmate 3 lvas, serial (B)(4). No further issues have been reported. The heartmate 3 lvas IFU lists stroke and thromboembolism as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including the recommended inr range. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on the morning of (B)(6) 2018 the patient had a stroke and was diagnosed with a right middle cerebral artery (mca) occlusion. The manufacturer's technical service representative reviewed the submitted log file and observed that there were no unusual events observed within the log file. Additional information regarding the event was requested, but not yet provided.

Manufacturer narrative:
Additional information provided.

Event description:
It was reported through patient outcome on (B)(6) 2018 that the patient expired on (B)(6) 2018 due to cva; respiratory distress.